Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to report a missing sensor wire patient experienced on (B)(6) 2014. Patient relayed that upon sensor deployment, patient was unable to locate sensor wire. No patient discomfort was reported at insertion site. No injuries or medical intervention were reported.